Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the customer passed away over two years ago. No date was given. The wife stated that the customer had pneumonia and uncontrollable blood glucose levels prior to his death. The wife stated that the customer passed away due to many health complications associated with his diabetes. The wife agreed to return the insulin pump for analysis. Nothing further was reported.